Event description:
It was reported that there was an under infusion of gammagard (30 gram dose). The clinician noted that the medication was not infusing. The medical record had recorded the dose was delivered. However, the medication was still visualized in the medication bottle. The pump was changed out. The customer indicated "medication restarted and was titrated from 1ml/kg/hr-4 ml/kg/hr as per order.¿ there was patient involvement but no harm.

Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16. Additional information: device eval by manufacturer? Concomitant med prod data, manufacturer narrative. Annex a: a25, annex b: b01, annex c: c19, annex d: d14, annex g: g07001. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the suspect pump module under infusing gammagard was not confirmed on the log review or replicated during laboratory testing. Timed rate accuracy testing was performed on the suspect pump modules. The devices were found to be delivering fluid within specification. Occluder spring test was performed on the suspect pump module, but no signs of excessive bubbles or continuous stream were observed. The suspect pump module (s/n: (B)(6) logs were retrieved from the systems to ascertain event details associated with the reported issue. The event date is 16oct2025 and time not reported. The facility reported an infusion of gammagard with dose of 30 grams, the clinical reported the medication was not infusing, so the pump module was changed out and the medication titrated from 1ml/kg/h to 4 ml/kg/h. At 9:43 am the pump module was attached to concomitant pcu (s/n: (B)(6). From 10:17:53 to 10:18:34 am the pump module was programmed infusion with rate = 82 ml/h and vtbi = 41 ml; the infusion lasted thirty (30) minutes. At 10:48 am pump alarmed ¿air in line ¿and key press channel off. From 11:06:39 to 11:07:34 am the pump module was programmed infusion with rate = 500 ml/h and vtbi = 250 ml; the infusion lasted thirty (30) minutes. At 11:36 am pump alarmed ¿air in line ¿and key press channel off. At 11:37 am the pump module was powered off and unit removed. No external or internal conditions were identified during the inspection of the suspect pump module that could be associated with the issue reported in this complaint. All inspected components were confirmed manufactured by bd. The bd alaris system user manual (v12.1), states within warnings and cautions, "to prevent a potential free-flow condition. Ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door." It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module. This is not a function of the event log; it only can reflect the input information it receives either manually or remotely with respect to volume to be delivered. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported under infusion gammagard was not identified during the investigation. Testing found the suspect pump module to be infused within specifications. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that there was an under infusion of gammagard (30 gram dose). The clinician noted that the medication was not infusing. The medical record had recorded the dose was delivered. However, the medication was still visualized in the medication bottle. The pump was changed out. The customer indicated "medication restarted and was titrated from 1ml/kg/hr-4 ml/kg/hr as per order.¿ there was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.